Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2010. Subsequently, a revision took place on (B)(6) 2013 due to pain. During the revision procedure, the taper would not disassociate from stem. A femoral osteotomy was performed to remove the head and stem, which were replaced. The procedure was delayed forty-five minutes as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-00435 / -00436).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-00435 / 2014-00436 / 2016-01630 / 2016-01635).

Event description:
It was reported that during a hip revision procedure approximately four (4) years post-implantation, the taper adaptor would not disassociate from the stem. A femoral osteotomy was performed to remove the head and stem. The complication contributed to a forty-five (45) minute delay in procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, the junction between the taper insert and stem showed evidence of discoloration. Dimensional evaluation could not be performed as the components remain intact.